Event description:
The intended procedure was a colonoscopy.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image is displayed due to a failure of the patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center had no image with 180 scope models. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and confirmed the reported image issue (no image), which was due to faulty circuit boards. The device evaluation found scratches on the rear panel, front panel, and on the top cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.